Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting oversensing of myopotential noise. Varying amplitude morphology measurements were also observed on the rv channel. Troubleshooting options were provided to the field and additional information indicated surgical intervention was later performed and the rv lead was explanted and replaced. Both lead were confirmed to have been implanted for over 10 years, which may have contributed to the observations in this event. No additional adverse patient effects were reported. This rv lead was explanted over a year ago and no return of the product is expected at this time. If pertinent information is provided in the future, a supplemental report will be submitted.